Manufacturer narrative:
Concomitant medical products: model 3662 scs ipg, model 3186 scs lead, model 1192 lead anchor (2), therapy date unknown. Investigation results will be provided in the final report.

Event description:
Reference MFR. Report #s: 3006705815-2019-01199,1627487-2019-04048, 3006705815-2019-01200, 1627487-2019-04049. It was reported that the patient's scs system was explanted due to infection at ipg and lead site. Patient is referred to infectious disease for further follow up.